Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The devices were not returned for analysis. The surgeon was unwilling to provide further information. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported observing several patients with glistenings on the lenses. The device(s) was/were not returned for analysis. Additional information has been requested.